Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 1 ml the scale markings were missing. The following information was provided by the initial reporter: customer reports they have a few syringes without scale. These syringes without scale were from the same lot number.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 1 ml the scale markings were missing. The following information was provided by the initial reporter: customer reports they have a few syringes without scale. These syringes without scale were from the same lot number.

Manufacturer narrative:
H.6. Investigation: one photo of a 1ml luer-lock syringe (p/n 309628) was received and evaluated. Through visual inspection no print observed on syringe. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.